Manufacturer narrative:
The alarm trace, qc, pre-analytical and instrument information did not indicate an issue. The calibration signals prior to and until a day after the event were within specified ranges. No specific root cause for the reported flyer issue can be identified. A general reagent problem can be excluded because the provided quality validation data were within expectations.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys amh (amh) result for one patient tested on a cobas e411 disk. The initial result at 3:15 pm was 0.036 ng/ml. The repeat result of the same sample on the same analyzer at 6:20 pm was 4.60 ng/ml. The questionable result was not reported outside the laboratory. The reagent lot number is 53178201. The expiration date is 28-feb-2022.